Event description:
Reportedly, 9 episodes of ventricular oversensing have been recorded in the ICD memories (1 of them was classified as vf). No therapy was triggered because of these episodes. Provocative maneuvers have been performed to exclude myopotentials. Date and time of occurrence of these episodes could not be related to any type of patient activity. Ventricular sensitivity threshold was already 0.6mv.